Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed fractured and missing threads, prohibiting thread gauging. There is visible damage on the frame and near the hex bolt. The strike plate has signs of wear and tear, indicating successful use while in the field. Device history record was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a correction, which was unknown at the time of the initial medwatch. Corrected: expiration date. Expiration date - n/a, this device has no expiration date.

Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that while impacting the acetabular component the tip of the handle fractured. The procedure was completed with a different cup.